Event description:
Attempted to perform angio runoff during femoral to popliteal bypass surgery, but c-arm locked up. Machine was powered down for two minutes but did not work when powered back on. X-ray tech left to get new machine. Powered down c-arm again and waited 5 minutes while different equipment being obtained. Powered back on okay after 5 minutes. Resulted in delay in case with vessels not completely open.